Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021. Visual analysis of the returned sample revealed a tear measuring approximately 3.5 cm in the anterior view of the smooth hpg, 550cc breast implant. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of 0.1 cm of the tear in the implant. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 18, 2021 stated that the pre-op, and post-op revealed bottoming out of left inner inframammary crease along with rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2021 the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed a tear measuring approximately 3.5 cm in length in the anterior view of the smooth hpg 550cc breast implant. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of 0.1 cm of the tear in the implant. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stress causing movement of the prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, 550cc silicone breast implant experienced left sided rupture post procedure. The issue was discovered during the surgery. As a result, patient underwent replacement with cat#: 3505004bc, sn#: (B)(4) on (B)(6) 2021.